Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the right iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed over a 0.035 wire and the procedure was completed with a 18-4/5.8/75 xxl esophageal balloon catheter. No patient complications were reported and the patient's status was fine.